Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. The smart touch unidirectional catheter was being used to deliver radio frequency energy in the left atrium of the patient. The impedance was slightly lower during radio frequency. It was approximately 100-115 ohms at times. There was reasonable contact and power delivered (20 g and 20-30 w). At one point, the catheter was no longer producing an ECG signal. The catheter was removed and char was noted at the tip of the catheter. The catheter was used again and the issue repeated itself. The procedure was continued using the same catheter without patient consequence. There was minimal delay and the procedure was completed with no patient consequence. It was reported that at the end of the procedure, the customer cut off the tip section of the catheter to return for analysis. Additional information was received on the event on december 21, 2016. It was clarified that the substance on the tip of the catheter was coagulum. Upon receipt, the catheter was visually inspected and the tip was found cut, other parts of the catheter were not returned. As well, char was found on the tip dome. However during a second visual inspection during the analysis these findings were not present, they might have gotten lost during the decontamination process or while sending the catheter back for analysis. Due to the catheter returned conditions no further analysis can be performed. The device history record (DHR) was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, the root cause of the clotting observed during the procedure cannot be determined.

Manufacturer narrative:
The tip of the catheter was coagulum. Since coagulum has poor adherence to catheters, it could be a potential source of embolism. Therefore, the coagulum reported has been assessed as a reportable malfunction. The awareness date for this issue is december 21, 2016. The biosense webster, inc. Received the catheter for analysis on january 16, 2017 and noted the returned catheter condition of char on the tip dome and electrode #1. Also, the customer only returned the catheter tip section approximately 3 cm from the tip. The other parts of the catheter were not returned. The char was assessed as not reportable. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. The smart touch unidirectional catheter was being used to deliver radio frequency energy in the left atrium of the patient. The impedance was slightly lower during radio frequency. It was approximately 100-115 ohms at times. There was reasonable contact and power delivered (20 g and 20-30 w). At one point, the catheter was no longer producing an ECG signal. The catheter was removed and char was noted at the tip of the catheter. The catheter was used again and the issue repeated itself. The procedure was continued using the same catheter without patient consequence. There was minimal delay and the procedure was completed with no patient consequence. It was reported that at the end of the procedure, the customer cut off the tip section of the catheter to return for analysis. Additional information was received on the event on december 21, 2016. They were using saline solution. There were no errors given throughout the procedure. The generator was set to power control mode. The temperature cut off was set to 50 degrees celsius. No cut offs occurred during the procedure. All values were normal. The physician noted little to no attenuation of signal on the distal electrodes of the catheter during certain times of ablation. The catheter was removed from the patient. It was clarified that the substance on the tip of the catheter was coagulum. The signal issue was assessed as not reportable as the risk to the patient was low as the patient's heart rhythm was still visible to the operator. The response received clarifies that the substance at